Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician serviced the ventilator. However, the service record has not been submitted yet to vyaire medical. Once the service record is available, a follow-up report will be submitted.

Event description:
The customer reported that the ltv ventilitaor is turning on/off by itself due to a bad keypad and membrane. At this time patient involvement associated with the event is unknown.